Manufacturer narrative:
Unit received with constant self test failed alarm due to a faulty y1 on the rf board. Unable to perform self-test and displacement test.

Event description:
Customer¿s mother reported via phone call that the insulin pump had pump error rf pic failed self test. Customer's blood glucose level was unknown. Customer also stated that they were able to clear the alarm and able to complete rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.